Event description:
A customer reported a malfunction on her insulin pump and was initially unable to reset it due to not having her charging cord. However, when she called back, technical support assisted her with the reset, ensuring the malfunction did not recur. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to call back if any malfunctions reoccurred, which she understood and acknowledged.